Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over the station. A technical support specialist (tss) identified that the patient was not appearing at the inpatient station because the patient had not been assigned to a unit. The patient will need to be transferred to the inpatient unit for them to appear on that station. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient did not cross over on pyxis. Customer stated that only one patient who had been recently admitted and requested to put the case in high priority because the patient was not able to take any medication. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.